Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device ¿had coupling head that was difficult to engage; and had unusual noise when it was running¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which confirmed the reported condition. The device was found to be making an unusual noise and had a stiff coupling head. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.